Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported ems transport and ER evaluation. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date following a breakfast meal announcement, with glucose declining rapidly within one hour. The event occurred during physical activity, and alerts for falling glucose and low glucose were generated but not responded to. Based on available information, the event was attributed to use-related and situational factors, including meal announcement combined with physical activity and lack of response to alerts, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-mar-2026 it was reported that on (B)(6) 2026 the user experienced a hypoglycemic event with blood glucose reported as low as 39 mg/dl, resulting in an ER visit. The user was transported by emergency medical services and treated with IV fluids and/or glucagon (unknown) and discharged the same day. The user recovered and no long-term health effects were reported.